Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was placed once but found to have inadequate numbers. The physician tried to revise the placement, but the right ventricular (rv) lead could not be removed despite all amounts of counter-torque applied. Eventually the physician pulled the lead into a catheter and pulled it out, damaging the tricuspid valve and taking part of the valve along with the lead. Moderate tricuspid regurgitation was then noticed but no surgical actions were planned, as the patient's stats were stable. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed the analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.